Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side breast implant deflation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient underwent unspecified breast augmentation with a 400cc mentor smooth round moderate plus profile and was presented with right side breast implant deflation. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 8/15/2019, mentor became aware that patient underwent bilateral replacement with catalog number: 3502550; serial number: (B)(4) on the right side and with catalog number: 3502550; serial number: (B)(4) on the left side on (B)(6) 2019. Concomitant product information was also received as left side catalog number: 3502400; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2019, the mentor failure analysis lab received the device for evaluation. On 9/2/2019, device evaluation was completed. Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).